Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patient was not crossing over to the station. A technical support specialist dialed into the server and verified that the patient was assigned to the correct unit. Then ran the cast patient query and confirmed that the patient had been transferred appropriately. Following that, executed the all-device event report, which showed that the patient had transactions recorded in the correct unit. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es one patient was not crossing over. The customer stated that they were unable to access the medication. There were no adverse events or injuries reported based on this event.